Event description:
Reassessment triggered when device evaluation has been completed. Summary in h 10

Manufacturer narrative:
Investigation completed on a smiths medical p/n 100/133/065. The device was visually inspected from 12" to 16" and normal conditions of illumination. When testing as done submerging under water , this revealed a leak. The leak may have been caused by methods not followed by IFU. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation

Event description:
Information received a smiths medical intubation/portex endotracheal tubes polar malfunctioned. Customer reported after inserting the product into the patient, the customer found leakage of air from the cuff. So he stopped using the product and changed it to another new one. No patient injury.